Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found that the instrument pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. On 10/27/2015, isi followed up with the customer to inform them of the missing broken cable segment. According to the customer, the broken cable was detected during central processing and therefore it is suspected that the breakage occurred during processing and not during surgery. On (B)(6) 2015, the customer contacted isi and confirmed there was no report of patient impact. This complaint is being reported due to the broken pitch cable found during failure analysis investigation.

Event description:
It was reported that during central processing a wire was found broken on the small grasping retractor instrument. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.